Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "bypass" of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the effluent pre pump line was cut inside the effluent port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set tubing damage was determined to be related to shock applied to the product during shipping, transport, and/or improper storage combined with low temperature exposure below zero degrees celsius. A corrective action preventive action record was previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. .